Event description:
The manufacturer received information alleging a ventilator failed an active exhalation control module verification test step. There was no harm or injury reported. The device was not in patient use. The device was evaluated onsite by the manufacturer's field service engineer and the complaint was confirmed. The device's machine flow sensor, three-way solenoid valve, proportional valve and system board need to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.